Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day later, the patient was hospitalized and treated with injection of vancomycin (1 gram, once in 4 days) ip and injection of amikacin (250 mg, once daily) ip. The cause and outcome were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.